Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening the temp check thermometers for the unit were found missing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be shipping errors, however this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. D3, g1, g2 email address: regulatory.responses@icumed.com